Manufacturer narrative:
Per discussion with user facility personnel, it was reported that the iso puck was smoldering. The user facility unplugged, removed, and disposed of the iso puck. Without return of the part for evaluation, a root cause could not be determined. Steris offered a replacement iso puck; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported smoke and a burning smell coming from their integration system. No report of injury.